Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with one infusion set on (B)(6) 2026. The patient stated that the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.